Event description:
Same case as MFR report #: 3005099803-2008-05914. It was reported that during a stone retrieval and lithotripsy procedure, the basket detached from two rx lithotripter baskets. The operator remove some stones with the lithocrush. The lithocrush was swapped for the trapezoid in an attempt to remove the remaining stones. When the basket was closed to crush the stones, the top "popped and the wires broke". The tip was left behind. The tip remains in the pt in the bile duct. This occurred two times, and the procedure was completed with another of the same device with no injury to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.